Event description:
It was reported the patient experienced a fall and since then her scs system's stimulation has been turning on randomly when the system is in the off mode. A sjm representative met with the patient, however, troubleshooting and reprogramming did not resolve the issue. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.